Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found lying on the floor pulseless by a family member who called 911 and began administering CPR. Paramedics delivered an external shock and the patient was brought to the ER where he was intubated, his organs are failing, and he has anoxic brain injury. Upon review of the stored egms, the patient had vt and treated with atp therapy. Post-atp therapy, intermittent ventricular undersensing, which to the device made it look like the rate slowed (but was still vt) enough that it was classified as a return to sinus. The patient presumably stayed in vt for 11 minutes, during which time he passed out and became without pulse. Another vt episode and intermittent ventricular undersensing were noted. Atp was given again, and post-atp therapy a few r-waves undersensing were noted. There was also a vf episode where the patient received a shock but the shock did not convert the rhythm, it only slowed enough as to be classified as return to sinus. Programming changes were recommended. It was later reported the patient expired.